Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer, and identified the failure mode as hardware. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. The fse replaced the ise (ion-selective electrode) data board and electrode cables which resolved the issue. (B)(4).

Event description:
The customer reported the generation of erroneous low sodium (na) patient results on their au680 chemistry analyzer. The erroneous results were not reported out of the laboratory; hence, there was no change to patient treatment. Quality control (qc) results were within laboratory¿s established range prior to the event. The customer was unwilling to provide data.